Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. All operating currents are within specifications and no off no power or failed battery test alarms noted.

Event description:
Customer called in to report insulin pump leaking insulin and issues with screen not displaying numbers. Customer was in the hospital for a unrelated kidney transplant when issues arose. Customer had experienced lows during hospitalization at least 4 events. Hospital is treating him with IV drip. During troubleshooting, it was discovered that the device had been worn while the patient was being x-rayed. The blood glucose at the time of the call was 184 mg/dl. Advised customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.